Manufacturer narrative:
Manufacturing site evaluation: the valve was manufactured by a qualified employee. Deviations during assembly did not occur. All parameters were assessed as meeting specifications. Visual inspection - the valve was received submersed. No significant deformations or damage of the valve were detected during the visual inspection. Permeability test - a test has shown that the valve is permeable. Adjustment test - this is a fixed pressure valve. An adjustment test is not applicable. Braking force and brake function test - this is a fixed pressure valve. A braking force and brake function test is not applicable. Results - after the tests, we have dismantled the valve. Inside the valve we have found a build-up of substances (likely protein). Based on our investigation, we are unable to substantiate the claim of occlusion. The valve operated within the specified tolerances. However, it is possible that the deposits observed inside the valve could have temporarily occluded the valve in the past. As described in our literature, the problem encountered is one of the known, inevitable risks of hydrocephalus therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Patient information: height cm:80. When additional information is received a follow up report will be submitted.

Event description:
It was reported by the healthcare professional "10 months 7 days po overdrain of the valve is blocked." Additional patient information has been requested. When additional information is received a follow up report will be submitted.